Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected as "user facility" had not been marked in the initial report. In addition, the h6 coding was updated to include the reportable foreign material malfunction reported by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the events reported could not be reproduced. Therefore, a definitive root cause could not be established. The event can be prevented by following the instructions for use: "chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope received, an e315 non-compatible endoscope error code. The issue was found during a procedure. It was reported, that the picture kept freezing. It was also reported, that the doctor mentioned that something was stuck in the insertion tube. It was reported, that the patient was not impacted or harmed. The customer reported, that all other questions regarding the procedure were unknown.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found deep scratches and dents at the distal end channel opening side. The technician ran the scope for 30 minutes, using olympus processor excera ii clv-180 and found the image ok. The bending section was soaked in warm water and tested on two different processors/light sources without any image or switch problem. Manipulated the control knobs and tubes passed fog test. Also found no sign of fluid invasion inside the scope. Also the brush pass through the channels with no restrcition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.